Manufacturer narrative:
Siemens filed the initial MDR on 22-mar-2019. Corrected information (24-mar-2019): the customer clarified that the reactive antibodies to hepatitis b surface antigen (ahbs2) results, documented in sections of the initial MDR, were not considered discordant. Section was updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Reactive antibodies to hepatitis b surface antigen (ahbs2) results were obtained on two patient samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). It is unknown if the samples were repeated. There are no known reports of patient intervention or adverse health consequences due to the reactive ahbs2 results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer reported that quality controls were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced pinch valve; performed preventative maintenance; checked system; ran quality controls and samples, resulting acceptably. The customer also ran quality controls after service, resulting acceptably. Additionally, the customer stated that the issue had not reoccurred since the cse service. A malfunctioning pinch valve may have contributed to the reactive ahbs2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Reactive antibodies to hepatitis b surface antigen (ahbs2) results were obtained on two patient samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). It is unknown if the samples were repeated. The correct ahbs2 results for these patients are unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely reactive ahbs2 results.